Event description:
On 03-aug-2015, a customer from (B)(6) reported a false negative result associated with chromid tm (B)(6) agar. A specific mrsa strain grew with white colonies on the chromid tm (B)(6) plate (ref. (B)(4)- lot 1004007020 - expiry: 30-jul-2015). The customer indicated the incident occurred on (B)(6) -2015, before the expiry date. The customer also claimed this strain (from a specific patient) was green on other mrsa plates. The customer tested this specific strain with another chromid mrsa lot (lot 1004036580) and the colonies were also white. The patient had been previously diagnosed with (B)(6) prior to the discrepant result. The discrepant result was not reported to the physician.

Manufacturer narrative:
A review of the production and quality control records at time of release was performed. This revealed no abnormalities nor anomalies and after conforming qc testing was released. A trend review for similar complaints was performed. This is the first complaint recorded regarding a (B)(6) result on the chromid(tm) (B)(6) kit. Prior to batch expiry, (B)(6) 2015, testing was performed using the atcc strains used in routine lot release qc testing to see if the lot showed signs of partial loss of sensitivity regarding color. All atcc strains tested resulted in proper growth as well as proper green colonies. On (B)(6) 2015, biomerieux received the patient sample in question from the customer .testing on the lot in question was not possible at this time as the lot had expired. Testing was performed on eight different batches at varying times from manufacture date (2 batches just after manufacturing, 2 batches at midway through shelf-life , 2 batches 2 weeks before expiration and two batches at expiration date). Testing on all 8 batches resulted in expected growth but colorless colonies, thus confirming the problem from the customer. Further testing was performed to identify the strain using the vitek® methodology. Vitek® testing resulted in identifying the strain as (B)(6); however, the strain was negative for alpha- glucosidase. Per the package insert, "chromid(tm) (B)(6) agar contains a chromogenic substrate of alpha-glucosidase and a combination of several antibiotics including cefoxitin, which favour...the direct detection of (B)(6) strains by revealing alpha-glucosidase activity: green colonies." In this case the strain received was not able to express alpha-glucosidase , therefore colonies did not turn green as expected for chromid(tm) (B)(6). The customer observed problem is related with the enzymatic profile of this particular mrsa strain. The product is performing as intended.